Event description:
It was reported that device entrapment occurred. A 15mmx3.00mm wolverine cutting balloon was selected for use in a severely calcified lesion. During the procedure, the device became stuck on the non-boston scientific guidewire. The wolverine and the guidewire were removed from the patient as a single unit. The procedure was completed with another of the same device. No patient injuries nor patient complications were reported.

Manufacturer narrative:
(B)(6).